Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explanted after an implant duration of seven (7) years. Despite multiple follow up attempts with the healthcare provider, the reason for explant has not been provided and the device was not returned for evaluation. Therefore, without additional information and/or device evaluation, the root cause for this explant cannot be determined at this time. Edwards will continue to review and monitor all events; updates will be reported if received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately seven (7) years ago, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 23mm. Despite multiple follow up attempts with the healthcare provider, no additional information or details were provided regarding this event.